Manufacturer narrative:
This is the final report.

Event description:
A report that a patient underwent a pocket revision was received. The physician revised the pocket site due to the patient having pocket discomfort. The physician relocated the pocket. The patient is reportedly doing well after the procedure.